Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at implant is unknown. It was reported that there was a possible type ia endoleak. The patient was also being treated for a type ii endoleak. An endurant aorto-uni-iliac (aui) was placed inside the aneurx and a limb to seal distally. A further set of aptus anchors were used inside the endurant aui before the final angiogram. It was noted that the event had been resolved. Additional information received reported that there was a confirmed type ii endoleak and that there was no migration associated with the event. An angiogram indicated that it was most likely a type ia. The cause of the event was noted to be a type ii that was believed to be the cause of the sac enlargement. No additional clinical sequelae were reported and the patient is fine. Review of several still CT's showed contrast within the sac near the level of the bifurcate proximal aortic body. However, the endoleak type or cause could not be determined from these limited images. A single still angio image showed that an aui had been implanted, relining the right side and excluding the left iliac. No stent graft issues could be confirmed from this image.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the type ia endoleak was an increase in dilation of the neck. It was also confirmed that this was believed to be a type ia and not a type iii.